Event description:
On (B)(6) 2013, the customer reported the probe on their coulter lh 500 hematology analyzer leaked about 5 ml of cleaner that was not contained ((B)(4)). The next day ((B)(6) 2013) the customer reported the probe continued to drip, this time more than 10 ml of clear fluid ((B)(4)). There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) reported on (B)(4) 2013 he observed a drop of diluent would fall from the rinse block during probe rinse (backwash). The fse cleaned and adjusted the rinse block, bleached the pathway from the rinse block to waste, and replaced tubing at pinch valves pv45, pv35, and pv49. The fse ran reproducibility and controls, no further drips were seen. The problem continued. On return visit, the fse found pinch valve pv42 broken on the normally closed (pinched) side of the valve. This normally closes the path from mf11 (manifold 11) to the rinse block, but in this case allowed pressurized fluid to drip from the rinse block. The fse replaced pinch valve pv42 and tubing to resolve the drip. Startup, latron controls and reproducibility all within specification and no further issues were observed. (B)(4).